Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jul-2022 to 25- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the incident of the station database corruption was due to hard drive reimage. A field service engineer replaced the hard drive and re-imaged the station to resolve. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis anesthesia es system logged out the user during a case. The customer stated that there was delay in operating room procedures and once the user powered down the device, the app getting loaded up then they were able to access the medications. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the station database corruption was due to hard drive reimage. A field service engineer replaced the hard drive and re-imaged the station to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system logged out the user during a case. The customer stated that there was delay in operating room procedures and once the user powered down the device, the app getting loaded up then they were able to access the medications. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this event.